Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 400s mg/dl and insulin injections were administered to address the bg level. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer declined to complete the system check and was to use insulin injections to manage diabetes. A tandem clinical diabetes specialist reported to have discussed the occlusions and advised the customer to use a different site location.